Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and was unable to clear the ua 45 error message due to a stuck drive shaft was confirmed during functional testing and archive review. The root cause for the ua45 error was due to drive shaft not being at "home position". Usually ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder driveshaft was stuck and cannot be rotated. The root cause was due to a defective encoder gearbox, likely due to defective component. During visual inspection, unrelated to the reported complaint, front enclosure was observed with cracks. This type of physical damage on the platform was likely attributed to mishandling such as a drop. The front enclosure was replaced to remedy the physical damages on the platform. The archive data was reviewed and contained multiple ua 45 error message. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing, due to ua 45 error message and stuck drive shaft. Thus, confirming the reported complaint. In addition, during further functional testing, not related to the reported complaint, the autopulse platform displayed fault code 16 (timeout moving to take-up position) error message due to a defective drive train likely due to a defective component. The encoder gearbox was replaced to remedy the ua 45 and stuck drive shaft. The drive train was replaced to remedy fault code 16. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform sn (B)(4) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the ua 45 error message due to a stuck drive shaft. No patient involvement.